Event description:
It was reported that stored episodes confirmed noise on the atrial and ventricular leads. The noise could be reproduced in the clinic. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.